Event description:
It was reported recently had a pump installed, and the patient had surgery due to infection. The patient had nothing but problems with pain since. The medication delivered via the pump was unknown. This was posted in an online forum; follow up regarding patient outcome was not possible. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).